Event description:
It was reported that the patient experienced infusion set fell off during use event on (B)(6) 2026. The issues occurred with five infusion sets used for one hour or less.

Manufacturer narrative:
Initial 1 of 5.based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number,reporting site: 8021545,manufacturing site: 3003442380.